Event description:
Us complainant reported that a patient was escalated from femoral impella cp and peripheral ECMO to central rvad and impella ld. (5.0) it was reported that vascular was called for cutdown of left groin due to absent pulse in left foot. Additionally, physician found dissected femoral artery. Artery was repaired. It was also noted that the patient was evaluated for possible add of d5/heparin 6.25 to control bleeding. The patient expired on support. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.